Event description:
It was reported that this right ventricular (rv) lead was implanted in an off-label manner in the left bundle branch. At the next day it was found not capturing and the patient had low ejection fraction (ef), but the physician did not think it was related to the system. They plan to explant system and put in a cardiac resynchronization therapy defibrillator in the future since ef was low. The non-bsc rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).